Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 16nov2022 h6: investigation summary our quality engineer inspected the 3 photos, 1 used sample and 2 representative samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. One of the three supplied photos shows a used 26ga sample with blood contaminated on the cannula hub. However, the reported defect could not be seen clearly from the returned photo. The 1 used sample was subjected to visual inspection. Catheter damage was observed in the cannula hub tip. The 2 representative samples were subjected to visual inspection and adapter leakage testing. Both samples passed the visual inspection. During testing, 1 of the 2 samples failed the catheter adapter leak test. Catheter damaged was observed on the sample that failed the leakage test. Bd determined that the cause of the failure was damages caused during the catheter assembly process. Some excess stuck tubing was not properly cleared form the manufacturing machinery, resulting in the stretching of the tube inner diameter causing the damage.

Event description:
It was reported while using bd neoflon pro IV cannula leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage from catheter hub

Event description:
It was reported while using bd neoflon pro IV cannula leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage from catheter hub.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.